Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Legal proceedings have prohibited the testing and failure analysis of the explanted device. As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will re-opened and the results of the analysis will be reported. This is the final report.

Event description:
The patient reportedly experienced sound quality issues and poor performance with use of device. The patient was explanted and reimplanted with another cochlear device.